Event description:
Pt. Had an endoscopic retrograde cholangiopancreatectomy done at facility in august of 1998. Apparently during the procedure the gall stone retrieval basket was fractured and a segment of the basket was extending into the duodenal wall. Pt had second endoscopic retrograde cholangiopancreatectomy done at another hosp on 9/14/1998, to remove the fractured basket. This procedure was an endoscopic procedure.